Event description:
It was reported to manufacturer that the vns patient has been experiencing local pain due to a scar from the vns implantation surgery. Hospitalization was planned to examine the scar by neurosurgeon. Good faith attempts to obtain additional regarding reported events have been unsuccessful to date.